Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system showing 10 lives remaining. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted transhiatal esophagectomy (non-transthoracic) surgical procedure, the 8mm fenestrated bipolar forceps instrument sparked inside of the patient and the customer noted the instrument and cord needs to be checked. The procedure was completed with no reported injury.